Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had coronary artery bypass surgery with a tricuspid valve repair and a mitral valve replacement. An intra-aortic balloon pump (iabp) was placed initially after the completion of the case and was removed on post op day 1. The patient had a drop in his ejection fraction and hemodynamic compromise after iabp removed so an impella 5.5 was placed after multiple pressors and inotropes had already been initiated. Ultimately, the patient was placed on va ECMO with impella 5.5 left ventricular unloading. The patient was deemed hit (heparin induced thrombocytopenia) positive with thrombocytopenia. Since the patient¿s right ventricle was not moving well on echo, an rp flex was placed on (B)(6) 2025 and was decannulated from ECMO. He did well post procedure and on (B)(6) 2025, both impella devices were removed without incident. The patient was in cardiogenic shock which warranted multiple medications to support his failing hemodynamics. Ultimately, the decision was made to place an impella with ECMO and then rp flex to support his biventricular failure. He was hit positive, so thus the reason for his low platelet count. There were no apparent impella device complications.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received: they were able to place the patient on rp flex and removed va ECMO. The patient was on both impella 5.5 and rp flex via subclavian. The patient was extubated and ambulated without issue. Platelet count did improve. Both devices were eventually explanted.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.